Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm. Iliac vessels were 10-14 mm in diameter on the right and 9-14 mm in diameter on the left. It was reported that after the stent grafts were implanted, there was an atypical type of endoleak at the level of the hips of the bifurcated stent graft hip; it was unk whether this was a type ii or a type iii endoleak. The physician tried repeated ballooning with balloons from other manufacturers; however, the endoleak was still present. Contrast went through the stent graft completely, and there appeared to be a minor jet; it was not clear whether this was on the ipsilateral side or the contralateral side. No further intervention was done, and the decision was made to monitor the pt. Approximately 1.5 weeks post-implantation, the pt presented with a cold right foot. A cta was performed; and the contralateral limb was found to have thrombosed with monophasic (50-99% diameter stenosis) flow in the common femoral artery. The physician elected to perform an embolectomy and placed another manufacturer's stent inside the limb, which successfully resolved the limb occlusion. It was also noted that the endoleak had resolved without intervention. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion).